Manufacturer narrative:
(B)(4). (Additional method code will be added to the previously reported code). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a seven day infusor was involved in a under infusion incident. The patient was connected at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.